Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection and the device was explanted. The patient recovered without sequela.

Manufacturer narrative:
Continuation of d10: product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type extension product ID 3708140 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type extension product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type lead product ID 97792 lot# serial# unknown implanted: explanted: product type accessory product ID 97792 lot# serial# unknown implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient representative reporting that the pt is getting a surgery at the university of michigan on tuesday to get the latest mdt scs implant put it. Pt stated the hcp told them that a mdt rep will be in touch with them but no one contacted them. Caller stated around 6 months before the explant date of their latest implant, the pt had a bulbous looking pocket around their implant. The hcp said it was a staph infection that probably started as low grade infection when they moved the implant from the back to the front. Caller also stated the lead extension was physically poking out of the pt's skin, caller described it as an eyeball that is silver/black. Caller also stated the implant was only holding the battery charge for several hours and pt had to charge implant daily, but pt would be in pain every time they charge because when they put the recharger on, implant would burn on the inside and eventually wanted the implant out. Caller stated the pt was now seeing a doctor at the university of michigan in neurosurgery.

Event description:
It was reported system explant, due to pain, redness, swelling at ins site and leads eroding through skin.

Manufacturer narrative:
H3: analysis was not complete as the device were received in a no analyzable state. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins s/n:(B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (s/n: (B)(6)) revealed that the lead was returned segmented; however electrical testing of the returned seg ment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead s/n: (B)(6) revealed that the lead was returned segmented; however electrical testing of the returned se gment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.